Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump experienced battery drained. The patient reported that the pump displayed low battery alert and the battery drained quicker than usual and quicker than the other pump. Subsequently, the patient switched to backup pump. No reported adverse effects.